Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule and an introducer sheath covering the capsule and inline sheath. The device was received with the capsule partially opened. The stability shaft moved distally when attempting to pull the introducer sheath proximally. The introducer sheath was then able to be moved proximally with significant resistance. The proximal end of the capsule was found to have deformation and a nitinol frame protrusion. The handle was received with the front grips detached. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with crown overlapping. The rumble strips could be felt and were in the correct position on the screw gear. There was no issue in turning the actuator during deployment. The deployment knob retracted and advanced the capsule, with resistance occurring due to interaction between the spindle and the area of deformation on the capsule. The tip-retrieval mechanism was intact with resistance noted. The was a kink to the distal end and a slight bend to the midsection of the inner member. There was a piece of torn polymer on the middle shaft just proximal to the spindle. There was damage observed on the threading of the screw gear. A valve could not be loaded to test the device¿s ability to recapture a valve. Conclusion: pending completion of the investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve (f560034), while loading the valve, it was noted that one of the c-paddles did not have the radial force as expected. The valve was not used and was replaced. During the implant, when starting to deploy (turn the knob) the valve (f560056), the implanting physician noted that it was stiffer/harder to turn the deployment knob. During deployment, the capsule responds when the deployment knob was turned but it was noted to be stiff. However, the valve was very close to being deployed but no rumble strips were heard. Subsequently, the deployment issue was confirmed. Recapture was performed once due to the valve was high. When recapturing the valve, difficulty was noted. The capsule was unable to fully recapture the valve and could not complete a full recapture, and again the knob was extremely stiff to turn. It was noted the deployment knob components did not separate. The system and the partially recaptured valve were withdrawn from the patient. There was no patient anatomy that contributed to the deployment issue. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned for analysis. The force in the dcs when opening the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. The device was received with the front grips detached. Historically separation of components occurs when the system forces exceed the tensile strength of the joint. The dcs was received with the introducer sheath attached to the dcs. The introducer sheath was then able to be moved proximally with significant resistance. The stability shaft moved distally when attempting to pull introducer sheath proximally. As the front grip components were detached from the dcs, the stability member of the dcs could move freely. The rumble strips could be felt and appeared to be in the correct position on the screw gear. The reported issue of the rumble strips not being heard could not be confirmed. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The proximal end of the capsule was found to have deformation and a nitinol frame protrusion. The deformation may be a result of excessive compressive forces applied to the capsule. The deformation to the capsule also caused part of the nitinol frame to be visible through the proximal end of the capsule. In this case, the force applied to the capsule may have been during the removal of the introducer sheath during the analysis task. The deformation to the capsule may also be related to the resistance felt when advancing or retracting the capsule, however the root cause of the resistance could not be identified. There was a piece of torn polymer on middle shaft just proximal to the spindle. The torn polymer may be related to the force applied to the capsule while the valve was still loaded inside the capsule, however this could not be confirmed. A device history record (DHR) review was performed for this event. Based on the device history record (DHR) review performed on the device, there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.